Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observe 2 small air bubbles in the tubing. There was no reported impact to blood glucose.